Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A blood bank in (B)(6) filed a complaint stating that (B)(6) results for one blood screening donor sample were generated when using the cobas taqscreen mpx v2.0 ce-ivd test. The initial pool of one results were (B)(6). The repeat pool gave (B)(6). The final result was reported as (B)(6). All testing was performed on (B)(6) 2015. The serology results for this donor are currently unknown.

Manufacturer narrative:
The customer from (B)(6) alleged discrepant hbv results for a donor when tested with the taqscreen mpx test, v2.0. The patient's serology results were later found to be negative. The investigation determined that the complaint kit lot met release specifications. Additionally, the instrumentation and algorithm used performed as intended. The initial reactive result was most likely due to sample specific issues.